Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device and was able to duplicate the reported issue. Physio-control downloaded the device's electronic records from the event for review and was able to verify the device powered off and back on inappropriately once during the event. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that while monitoring a patient, their device powered itself off and back on unexpectedly. There was no report of any adverse effects to the patient as a result of the reported issue. Physio-control made multiple attempts to contact the customer in order to obtain additional information about the patient; however, no response has been received.

Event description:
The customer contacted physio-control to report that while monitoring a patient, their device powered itself off and back on unexpectedly. There was no report of any adverse effects to the patient as a result of the reported issue. Physio-control made multiple attempts to contact the customer in order to obtain additional information about the patient; however, no response has been received.

Manufacturer narrative:
Gtin/device identifier (di) number ¿ (B)(4).

Manufacturer narrative:
Physio-control replaced the device's battery pins, battery wire harness assembly, and power pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further examined the removed power pcb assembly and observed there was contact corrosion on the surfaces of the connector pins of pcb-mounted jack connector, designator j11, due to wear. The corrosion caused high resistance to measure across the j11 connector contacts. Physio also examined the removed battery power cable assembly and observed contact corrosion on cable-mounted plug connector, designator p11, which plugs directly into pcb-mounted jack connector designator j11. Contact corrosion at j11 and p11 can potentially cause an increase in contact resistance which can result in a sudden loss of device power under conditions of high current usage from functions such as printing a code-summary record or charging the defibrillator.

Event description:
The customer contacted physio-control to report that while monitoring a patient, their device powered itself off and back on unexpectedly. There was no report of any adverse effects to the patient as a result of the reported issue. Physio-control made multiple attempts to contact the customer in order to obtain additional information about the patient; however, no response has been received.